Event description:
The customer contacted baxter's technical service center to report an electrical odor coming from the homechoice (hc) device during use, patient not connected. The nurse requested a swap, and will program the new hc. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab (pal). The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test . An internal / external inspection was performed and passed. Multiple short simulated therapies were completed successfully. The device electrical system was checked and found to be correct and within specifications. The device was thoroughly examined for any signs of damage from the electrical overheating. No evidence of overheating was found on the device around the power entry module or inside the device. The power cord was not available to evaluate. The reported issue was not confirmed. The assignable cause could not be determined. Additional information: a review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. Information erroneously omitted from the initial medwatch.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.